Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and error code revealed m-32 on 10/12/2025 at 08:48:46. During testing, the erbe unit displayed error code u-02 on start and erbe log showed c-00. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported error u-02 when they powered on the integrated electrosurgical unit erbe. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per (B)(4) (quality data review meetings).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error u-02 occurred on vio dv integrated electrosurgical unit (iesu). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer unplug the power cord, the foot pedal cables and then plug the power cord back in; however, the error was not resolved. The procedure was completing as planned with no reported injury.